Event description:
It was reported that the implant lacked osseointegration with an infection due to sinus invasion. Inflammation was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation change ¿yes to no.' G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. One implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 17 (fdi) and was used for approximately 2 months, 15 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 4869 rev 9 -10/19; adverse effects; page 2. DHR review: DHR review was completed for the subject lot number (1245733). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization review: sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number: (1245733) for similar events and no other complaint was identified. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported events (non integration relocated to sinus & non integration infection) or product: (tsvt4b8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable.

Event description:
No further event information is available at the time of this report.